Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring was twisted. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use were observed. During visual inspection, evidence of blood were observed on the cannula. The c-ring was not transected. The c-ring remained attached to the cannula due to the presence of retention rib. Scope wash tube was twisted and found bent at the proximal position from the c-ring. As the scope wash tube is the part of the c- ring assembly and based on the result of evaluation the reported failure "bent -ring" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring was twisted. A replacement device was used to complete the procedure. The hospital did not report any patient effects.